Manufacturer narrative:
As neither customer samples nor the involved lot number were provided for this incident, no tests could be performed. We have requested further information but have not yet received any. We therefore will provide a follow up report once we receive it.

Event description:
On (B)(6) 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in spain. A monitoring dispersive electrode (model skintact wr21a30) and an unknown generator were used. The initial reporter provided the following information: "there have been four occasions where the wr21a30´s have burned patients. Surgeries where burns have occurred are long surgeries, which can last between 7 and 8 hours. We have not received complaints from any other hospital, in fact, in this same hospital they use this reference in other services and they have no problem." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated afterwards have been disclosed to us.

Event description:
On (B)(6) 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in spain. A monitoring dispersive electrode (model skintact wr21a30) and an unknown generator were used. The initial reporter provided the following information: "there have been four occasions where the wr21a30´s have burned patients. Surgeries where burns have occurred are long surgeries, which can last between 7 and 8 hours. We have not received complaints from any other hospital, in fact, in this same hospital they use this reference in other services and they have no problem." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated afterwards have been disclosed to us.

Manufacturer narrative:
As neither customer samples nor the involved lot number were provided for this incident, no tests could be performed. We have requested several times for additional information but have not received any. We have been informed that "I have already claimed the questionnaire twice and I sincerely believe that they will not send it to me." It is unclear whether the requirements of the instructions for use have been followed as insufficient information has been provided on the patient, the skin preparation, whether the dispersive electrode has lifted up during the procedure, the energy settings and activation cycle used. No conclusion can be drawn what might have caused the customer problem. We therefore close the investigation.